Event description:
It was reported that the site had difficulty obtaining a reading. The patient stated that readings were typically taken while lying on the ground. An initial reading was started without the patient present and was cancelled. Patient was then positioned with spine centered and head on the headrest. No pacemaker, hearing aid, smartwatch, jewelry, keys, or change were confirmed. The patient removed belt buckle and watch. Signal strength was adjusted. A manual reading was sent. The patient electronics system (pes) was rebooted. Patient was repositioned with spine centered and head on headrest; reading started and was cancelled. Patient was repositioned with left shoulder centered, head on headrest; reading started, green/blue, cancelled. Repositioned again with right shoulder centered, head on headrest; reading started, blue/green. Patient then placed the unit on the ground, as typically done. With spine centered and head on headrest, reading started, and was cancelled. Repositioned with left shoulder centered; reading started and was cancelled. Another reading was started without the patient and was cancelled. Technical heart failure specialist (thfs) reviewed the waveforms and confirmed they were dampened. The site reported no current plans to investigate the cause of the dampening. The patient was confirmed to have had a left ventricular assist device (lvad), which had been removed.

Manufacturer narrative:
Section a: patient information has not yet been provided by the site. Section d4: the primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Corrected data: section a: available patient information corrected. Patient weight was not provided. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the customer. The device was not returned for evaluation. The device history records could not be reviewed as the heartmate 3 device serial number as well as other specific case/patient information, is not available. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿ lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, "patient care and management", warns the user that if a patient receives a heartmate 3 pump and has a previously implanted device that is found to be susceptible to electromagnetic interference, programming could be affected. Sections 4, "system monitor", and section c, "safety testing and classification", state that use of equipment and supplies, other than those specified in this manual or sold by abbott for replacement parts, may affect the electromagnetic compatibility of the left ventricular assist system with other devices, resulting in potential interference between the left ventricular assist system and other devices. Section c, "safety testing and classification", states that the heartmate 3 left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. The current revision of the IFU can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.